Event description:
Reporting status: death. Reporting rationale: death. Device issue: no malfunction has been reported. It was reported that a perforation occurred during use of a promus in a direct stenting which required treatment with a graftmaster stent; however, the patient died in spite of the graftmaster. The perforation was in the left anterior descending (lad), ulcerated plaque, and they were not sure if it was completely sealed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - engineering reviewed the incident information. The device was not returned to abbott vascular instruments for investigation and it is therefore not possible to make an informed judgment as to the root cause of the complaint. Based on the review of the lot history record, the device was in working order and left abbott vascular instruments as per specifications. All samples passed the in-process controls during manufacture of the devices. Eight samples were tested during release testing and all criteria were fulfilled. Two samples were tested for stent retention and both were above the specified requirement.